Manufacturer narrative:
The device was not returned for evaluation as it was not available for return. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of difficulty crossing the septal wall and valve dislodged off balloon during withdrawal were unable to be confirmed as no device or imagery were provided for review. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. In this case, it was an off-label procedure. However, a review of the IFU/training materials (for indicated cases) revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''significant difficulties were experienced by the physician trying to get the valve across the transseptal puncture. The patient became hemodynamically unstable during this time, the decision was made to remove the delivery system and valve into the dry seal (non-edwards). However, when pulling the delivery system into the dry seal sheath, the undeployed valve came off the delivery system and was in the venous system freely. The plan was to deploy the 1st valve in the vena cava after the 2nd valve was implanted. [...] The physician elected to continue with valve implantation and the contralateral side was prepped and another system and a 2nd 29mm sapien 3 ultra resilia valve was prepped and successfully able to cross the septum and deployed in the mitral position. After deployment, the patient became hemodynamically unstable again with blood products given and multiple rounds of CPR. [...] The complications appeared to start after the transeptal balloon dilatation and when the delivery system could not be advanced through the transeptal puncture.'' In this case, the second system was able to cross the septum successfully, suggesting that the initial dilation of the septal puncture may have been inadequate. Per the supplemental procedural manual, ''inadequate dilation of the septum may compromise the delivery system tracking through the septum.'' The crossing attempts of the first system likely dilated the septal puncture further, allowing the second system to cross. Additionally, per the procedural training manual, ''crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.'' In this case, the larger profile of the valve may have led to the valve catching onto the tip of the non-edwards sheath during the withdrawal attempt. If additional force was applied to overcome any resistance, it may have led to the valve dislodging off the delivery system entirely, as reported. Also, per the additional information received, it was reported that the delivery system was not withdrawn under fluoroscopic guidance. Furthermore, as mentioned earlier, this was an off-label procedure, utilizing a non-edwards sheath. Thus, procedural compatibility and performance has not been established. It is possible that the feasibility of withdrawal of the crimped valve is unknown and may result in complications. As such, available information suggests that procedural factors (inadequate septal puncture dilation) may have contributed to the reported difficulty during septal wall crossing, while procedural factors (withdrawal of crimped thv, device manipulation, and withdrawal technique) may have contributed to the reported thv dislodgement during withdrawal and subsequent hemodynamic instability and patient death. However, as no device or imagery were provided for evaluation, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tmvr in mac (mitral annular calcification) with lampoon procedure. As reported, the 1st 29mm sapien 3 ultra resilia valve was prepped in a standard fashion. However, significant difficulties were experienced by the physician trying to get the valve across the transseptal puncture. The patient became hemodynamically unstable during this time, the decision was made to remove the delivery system and valve into the dry seal (non-edwards). However, when pulling the delivery system into the dry seal sheath, the undeployed valve came off the delivery system and was in the venous system freely. The plan was to deploy the 1st valve in the vena cava after the 2nd valve was implanted. The patient then needed left sided support (with an impella device) and was coded with multiple shocks and CPR rotations. Blood products were given and the patient eventually became hemodynamically stable. The physician elected to continue with valve implantation and the contralateral side was prepped and another system and a 2nd 29mm sapien 3 ultra resilia valve was prepped and successfully able to cross the septum and deployed in the mitral position. After deployment, the patient became hemodynamically unstable again with blood products given and multiple rounds of CPR. It is unclear why the hemodynamic instability; however, it was clinically documented that her hemoglobin was dropping and she was requiring multiple blood transfusions. It was never confirmed but her abdomen was also distended leading to the assumption of a potential abdominal bleed. Ultimately, the physician consulted with the family and the decision was made to stop resuscitation efforts with the patient expiring on the table. The complications appeared to start after the transeptal balloon dilatation and when the delivery system could not be advanced through the transeptal puncture. Per the medical records, the patient had several hospitalizations in the past few weeks and months with acute on chronic decompensated diastolic heart failure with volume overload and pulmonary congestion. The patient was not a surgical candidate given her frailty and advanced age and poor health. The patient did not want to start palliative care and wanted everything done with support of her son and partner. A lampoon procedure was completed prior to the tmvr procedure. After the delivery system crossed the septum, anesthesia noticed frank blood in the et tube and simultaneously she had a drop in pressure. The valve was then withdrawn from the body, and CPR was started. At the same time, her abdomen became distended and there was blood in the stomach by orogastric tube that was placed by anesthesia. An impella was placed in the lv for hemodynamic support. There was suspected fine v-fib, so shocks were given. The laceration on the leaflet from the lampoon created torrential mr and it was decided to proceed with the tmvr. The patient had a 29mm sapien s3ur in the mitral position via right common femoral vein approach. The implant was a success with no regurgitation or stenosis. The patient continued to have hemodynamic collapse. Arterial angiography from the descending aorta was done to ensure there was no femoral or iliac injury. Venography was completed of the ivc into the iliac and femoral veins and that did not show in injury or extravasation to suggest evidence of bleeding from a vascular standpoint. The patient had evidence of hypovolemic hemorrhagic shock that responded to volume and blood resuscitation, but continued to recur, and eventually her pulmonary hemorrhage caused hypoxemia and inability to oxygenate and ventilate. After team discussion with cardiac surgery and anesthesia, it was felt that all further attempts were futile and was pronounced deceased in the cath lab.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b5, and b7. The investigation is ongoing. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tmvr in mac (mitral annular calcification) with lampoon procedure. As reported, the 1st 29mm sapien 3 ultra resilia valve was prepped in a standard fashion. However, significant difficulties were experienced by the physician trying to get the valve across the transseptal puncture. The patient became hemodynamically unstable during this time, the decision was made to remove the delivery system and valve into the dry seal (non-edwards). However, when pulling the delivery system into the dry seal sheath, the undeployed valve came off the delivery system and was in the venous system freely. The plan was to deploy the 1st valve in the vena cava after the 2nd valve was implanted. The patient then needed left sided support (with an impella device) and was coded with multiple shocks and CPR rotations. Blood products were given and the patient eventually became hemodynamically stable. The physician elected to continue with valve implantation and the contralateral side was prepped and another system and a 2nd 29mm sapien 3 ultra resilia valve was prepped and successfully able to cross the septum and deployed in the mitral position. After deployment, the patient became hemodynamically unstable again with blood products given and multiple rounds of CPR. It is unclear why the hemodynamic instability; however, it was clinically documented that her hemoglobin was dropping and she was requiring multiple blood transfusions. It was never confirmed but her abdomen was also distended leading to the assumption of a potential abdominal bleed. Ultimately, the physician consulted with the family and the decision was made to stop resuscitation efforts with the patient expiring on the table. The complications appeared to start after the transeptal balloon dilatation and when the delivery system could not be advanced through the transeptal puncture.